Event description:
It was reported that the patient experienced high blood glucose event of 320 mg/dl for one to two hours which was treated by pump and there was infusion set cannula was bent on the first day of insertion which was located on the lower back on (B)(6) 2026. The infusion set was in used for one day.

Manufacturer narrative:
E1: patient country: egypt. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.